Manufacturer narrative:
(B)(4). The device was not identified or returned ot baxter for evaluation. The customer identified serial number (B)(4) is not a serial number for a spectrum pump. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an unk system error. It was also reported there was no pt involvement.